Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. No lot release records were reviewed, as the product lot number was not provided. We are unable to determine if any product condition could have contributed to the reported event. Locked down smartphone: data not available. Omnipod software app version: data not available. Operating system: data not available. Hardware: data not available. Cgm sensor type: dexcom g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
On (B)(6) 2026, a patient using a pod with a sensor experienced a serious medical event requiring hospitalization. On the day of the event, a coincidental home ketone check showed 5.0 mmol/l, and an ambulance was contacted. Emergency medical personnel measured the patient¿s blood glucose as ¿high¿ and ketones at 7.1 mmol/l. At the same time, the sensor reportedly displayed glucose values of 5.3 mmol/l (95 mg/dl), and later 4.9 mmol/l (88 mg/dl). The patient experienced symptoms including dizziness, transient visual blackout upon standing, heavy breathing, headache, and reduced alertness. The patient was admitted to hospital on (B)(6) 2026 and hospitalized for two days. The diagnosis was ketoacidosis. Treatment included insulin, potassium, and intravenous fluids. The patient was discharged on (B)(6) 2026. Information regarding whether the pod was worn during medical attention was unavailable, as the patient was unable or unwilling to provide this information. A related dexcom case was opened (reference (B)(4)). The manufacturer became aware of the event on 07 may 2026. A follow-up report will be submitted if additional relevant information becomes available.